Event description:
It was reported the physician had difficulty advancing the scs lead during the permanent procedure. Subsequently, the physician enlarged the laminectomy and implanted a new lead. The pt was receiving effective stimulation post-operative. The procedure was extended by an hour.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.